Event description:
Information received by medtronic stated that the insulin pump had a motor error alarm. Customer was able to clear and rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the devise.

Manufacturer narrative:
Sv 3.1e. On sep 29, 2021 the customer returned pump for an alleged motor error alarm. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No motor error alarm noted. Motor passed motor test. (Not confirmed). (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.